Event description:
Customer reported the pt experienced a burn under the pad site. They used a conmed split pad but did not get an new warning and wanted to know if this means the machine is faulty. The procedure was a knee arthroscopy. The sales rep. Indicated to the customer that they need to use the valley lap pads that are recommended in the instruction for use